Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4). Additional information was requested and the following was obtained: how was the device applied to the incision? With knee flexed at 50 degrees. Please describe how the adhesive was applied on the tape? "Painted on with the derma bond applicator supplied in the prineo kit. What prep was used prior to product application? Chloraprep. What was the location and incision size of the application? Incision was ~20 cm vertical midline over anterior knee . Was a dressing placed over the incision? If so, what type of cover dressing used? After prineo a telfa was placed after the dermabond dried then an ace wrap was applied please explain how the skin layers were closed to reduce skin tension? These were not tension blisters, they were small red papules that itched then formed small blisters but the skin was closed with inverted 2-0 vicryl <6mm apart followed by the prineo. What date did the reaction occur on? (B)(6)2017 was surgery rash reported on (B)(6)2017. What does the reaction look like and how large of an area does the reaction cover? It covered sporadically and involved 20% of the bodies surface and it is resolved now with only minor cosmetic deformities of the incision line now. Do you have any pictures of the reaction? Yes. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Yes, product removed, medrol dose pak prescribed. Can you identify the product code and lot number of the product that was used? Product code listed, lot number not recorded. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? No. Was the patient exposed to similar products, such as artificial nails? No. What is the most current patient status? No residual effects. Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions) (B)(6), dob: (B)(6), bmi (B)(6), nkda. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown - but never applied by ortho before.

Event description:
It was reported that a patient underwent a left quad tendon repair on (B)(6)2017 and topical skin adhesive was used. The patient returned to the doctor on (B)(6)2017 complaining of blistering, warmth, yellow incisional drainage and itchy red papules all over the left leg and on both ears. The product was removed and doctor prescribed medrol dose pak. The reaction covered sporadically and involved 20% of the bodies surface and it is resolved now with only minor cosmetic deformities of the incision line. The patient is currently doing fine.

Manufacturer narrative:
Additional information was requested and the following was obtained: the physician feels that it was a direct cause from the prineo. It was not a local reaction.